Event description:
It was reported the external pulse generator (epg) was broken. Follow-up attempts for specific details on what was broken were unsuccessful. The epg was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) both bail covers and upper case are broken. Lower case is damaged. Lead flex cover is corroded. Printed circuit board flex is crimped. Battery contacts are compressed. Both bails are missing. The ring is bent. Serial number label is torn.